Manufacturer narrative:
A 9mm calix trial, part of the calix lumbar system, was also investigated for this complaint. This 9mm trial was found, damaged, within the same returned tray as the calix p/t inserter.

Event description:
A calix p/t inserter and 9mm trial were returned to x-spine, where they were cleaned and decontaminated upon receipt. Afterwards, the cleaning specialist noticed that the distal end (i.e. Tip) of the inserter had broken off within the 9mm trial. The instruments were forwarded to the quality analyst and a complaint was initiated on (B)(6) 2016. X-spine contacted the customer on (B)(6) 2016, requesting additional information about the damaged/broken t/p inserter and 9mm trial. However, as of (B)(6)2016, x-spine has not received a response (i.e. Additional information).